Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving ¿snail venom¿ via an implanted pump. The patient¿s medical history included a back injury at the age of 16; withdrawal related to oral medications; an aortic aneurysm that was large and leaking; ruptured discs; arthritis; and herniated discs. The indication for pump use was non-malignant pain. On (B)(6) 2019 the patient reported that he had been taking oral medication for years due to his back injury and he was urged to get a pump. When he went through the pump trial, fentanyl was the medication used. The pump was then implanted, but he had to wait until (B)(6) 2019 to get medication put in the pump. The hcp (healthcare professional) then used ¿snail venom¿ instead of fentanyl and the patient had an allergic reaction to the ¿snail venom¿. Per the patient, the pump had been adjusted 6 times since they changed out the ¿snail venom¿, but he had felt the same as he had before the pump was implanted. The pump never helped him with his symptoms because his back would start killing him after he took a walk in the parking lot. Per the patient, the pump sat on his right ¿iliac artery¿. He felt he was doing better on the pill. He had asked his hcp why they used the ¿snail venom¿ and not fentanyl in his pump and was told that there was an opioid epidemic. The hcp was going to perform surgery on him on (B)(6) 2019 and he was wondering what they would do to ¿plug the line¿ after the catheter was removed. No further complications were reported/anticipated.